Manufacturer narrative:
Two devices were returned for evaluation. One device was returned without suture, the second device was returned with suture threaded in the device. Devices were visually evaluated and confirmed to be broken midway down. Sample 1 outer shaft housing was completely snapped off and detached from the unit, due to the result of excessive forward force that resulted in the collapse of the tubing. Sample 2 was bent, and the entire outer tubing was bent and fractured but still intact. A review of the device history records and complaint files confirmed that no additional complaints have been reported and no abnormalities were noted during the manufacturing process for this lot. Potentially the cause for this device failure was excessive forces were applied to the instrument, causing a result in failure. The failure mode is confirmed and the root cause is attributed to user error. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the inserter broke during implantation. The site was pre- drilled (1.7mm), and ¿butted¿. Despite the break, the anchors were able to be used. Patient¿s condition was considered ¿normal¿ post-procedure. Bone quality of the patient was good. No other complications were noted.